Event description:
It was reported that during a lap chole procedure, the battery component on the unit started leaking 30 minutes after being connected to a saline bag. It was further reported that the leakage ran on to the sterile drapes. The pt had to be re-draped. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.